Manufacturer narrative:
One device was returned for analysis of complaint of 'syringe invalid' error. Review of alarm history confirmed complaint, which was due to programming error. Review of service history found no repairs in the last 12 months. Probable cause was the drug library was not programmed correctly. Device passed testing post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the a 'syringe invalid' error occurred. It would pick up the 50 mm syringe but none of the other. The event occurred during set up.